Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the insertion flexible tube (ift) buckled, ccd module defective, remote control buttons leaky. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.